Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer stated failed calibration was confirmed due to a bad old type oridion board, replaced it a reconditioned oridion board. Display board worked intermittent due to the socket of u7, replaced it a new display board. Broken front and rear cases for their wear, replaced them new front and rear case assembly. (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).